Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. This report is for an unknown locking cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code: nkg. Unknown date in (B)(6) 2016. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure with a synapse posterior cervical fusion system in (B)(6) 2016. It was reported the screw head/screw cap fell at the t1 level. The patient will be monitored by the surgeon. The surgeon stated that he currently does not feel a reoperation is necessary. This report is for an unknown locking cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical fusion on (B)(6) 2016, using the synthes synapse posterior cervical fusion system. The procedure was without apparent complications or surgical delay. The patient was seen in follow up on (B)(6) 2016 and x-rays showed hardware in acceptable alignment. Again the patient was seen in routine follow up on (B)(6) 2016, at this time, it was noted on x-ray that there was dislodgment of the top left cervical 2 level screw cap from the screw head (c2 translaminar screw), there was significant neck pain, and clicking sensation. Plan is to follow and observe no intervention at this time.